Event description:
It was reported by the rep that the (1) 5dcs was used during a diagnostic laparoscopic procedure. The hosp indicated that the pt received a port site burn from the metal cannula of the ussc titanium sleeve resposable trocar. The hosp is submitting a medwatch report on all products in the electrocautery circuit including the valleylab force 2 generator, the ethicon endo surgery 5dcs and the valleylab grounding port as well as the ussc trocar sleeves, housings, and obturators.